Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's merlin.net alert revealed sensing noise on the right ventricular (rv) lead. The noise was not reproduced in clinic. Due to the securesense algorithm, no inappropriate therapy was given. Corrective programming changes were made on (B)(6) 2021. The lead was explanted and replaced on (B)(6) 2021.